Event description:
The ventilator shut down on a pt, with no displays or alarms, a complete loss of power. No settings are available.

Manufacturer narrative:
Power failure conditions due to a blown fi fuse in siemens servo ventilator 300 devices have been caused by excessive mfg tolerances on a certain fuse batches. In order to prevent future premature fuse failures. A general field modification concerning the fuses f1, f3, and f4 in the siemens servo ventilator 300 device has been initiated. An "urgernt device alert" with more detailed info about the modification has been distributed to all customers with siemens servo ventilator 300 devices.